Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent pin/cap connection found; it was also observed the is1 connector pin at one time was not fully inserted into the device connector which can cause the connector ring to be intermittent or open; defib conductor found distorted and cut; blood observed in several conductors; full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, approximately six years and eight months post implant, the lead was explanted due to sensing difficulty and lead integrity alert. No patient complications have been reported as a result of this event.